Event description:
The facility's biomed reported pump 2 was giving the wrong volume found during routine testing in biomed. There was no patient involvement and no adverse outcome resulted.

Manufacturer narrative:
The pump was tested for accuracy in the performance analysis laboratory. The pump was set at 10ml/hr with 10ml to be infused and the pump delivered +34.68%, the spec unit of this pump is +/- 7%. A visula inspection of the pump was performed and no wear or damage was found. The pumphead was replaced and the pump operated according to specification.